Manufacturer narrative:
Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2019. The original surgery is dated (B)(6) 2014. The revision surgery occurred because of reported patient pain. During the revision all omni product was removed and replaced with non-omni product.